Event description:
The customer sent an email to the company stating she and her husband had received blood glucose readings that were as much as 95mg/dl lower than the readings they received from a different meter. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to call for further troubleshooting. Product information was not provided.

Manufacturer narrative:
The product information was not provided. It's not possible to determine the manufacture date without the product information.